Manufacturer narrative:
Investigation of the guidewire showed that the core wire was broken, coil wire was elongated, but the device was in one unit without separation to two. Microscopic observation revealed the trace of breakage of core wire at approx. 7mm from tip end after rotational manipulation. Composite core was dislodged and removed out with separated core wire, but there was no separation breakage with the composite core. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the device investigation, it is inferred that tip of the guidewire might be advanced to distal area of the used artery and trapped in the vessel, where rotational might be applied excessively, resulting the accumulation of the tortional force and breakage of core wire due to the force exceeding the product design limit, also the coil elongation along with additional manipulation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
In the procedure to lad #6 moderately tortuous 90-99% occluded lesion, subject guidewire was advanced and crossed the lesion, after ivus, non-slip element type balloon catheter inflation was conducted. After stent deployment, breakage and coil elongation was found at the distal of the guidewire, a snare was advanced in the vessel for removal, the guidewire was entirely retrieved out without separation. There was no impact to the patient, who was discharged the next day.

Manufacturer narrative:
(B)(4)